Event description:
While transfering patient from bed to wheelchair, the canvas sling broke and patient dropeed approx. 2 to 3 inches to wheelchair under him. Blood was noted on footpedal of wheelchair following incident. Toenail on right foot was noted to be loose and bleeding. Right great toenail was removed and patient discharged. Staff member received abrasions to left hand during event. Minor injury to staff member was noted and no follow up was required. Investigation found stitching on canvas strap was deterriorated causing strap to come apart. It was noted that the straps were being used with a chain style seat assembly. Source of straps is unknown. Straps have been removed from service. Chains and chain style seat assembly have been properly matted and lifter is back in service. Recommendations to the materials manager about proper servicing were made.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: material degradation/deterioration, failure to service/maintain according to manufacturer recomm, mated with incompatible equipment. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, user education provided. Invalid data - on device destroyed/disposed of status.